Event description:
Per the clinic, the device was explanted (specific date unknown) due to an unknown reason. More information has been requested, however; has not been made available as of the date of this report, april 8th, 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, due to extrusion of the receiver stimulator. The patient was not reimplanted with a new device. This report is filed july 1, 2015.

Manufacturer narrative:
(B)(4). Device not yet returned to manufacturer.